Event description:
It was reported that the device was explanted because the rv pacing impedance was >3000 ohms. The physician thought there was a possible problem with the screw mechanism in the header. No patient complications have been reported since the device was removed from service.